Event description:
Related MFR report number: 2017865-2023-22844. Related MFR report number: 2017865-2023-22845. It was reported that a patient passed away due to cardiac arrhythmia. It is unknown that the patient's implantable cardioverter defibrillator (ICD) system caused or contributed to the patient's death.

Manufacturer narrative:
Interrogation of the device revealed the device had no communication upon receipt. A device evaluation was performed, and no sources of high current were noted. Testing was performed using lab power supply, and the device was normal.